Manufacturer narrative:
Returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. Results: bd representative in (B)(4) received and evaluated two samples then sent photos of samples to bd. Bd received photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for reduced gel with the incident lot was observed. Base on the photo, the pivot rod is broken off in the hook of the c collar. Additionally, a review of the manufacturing records was completed for the incident lot # 5201694 and no issues were identified. Conclusion: the absolute root cause is indeterminate. The most likely cause is a valve failure at the gel dispense operation.

Event description:
It was reported that the gel was not enough in bd vacutainer® sst¿ tube 13x75mm, 3.5 ml. Gold bd hemogard¿ closure and could not separate the serum.